Manufacturer narrative:
(B)(4). Date sent 10/28/2024. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photos show a fully fired green cartridge with body fluids with b-formed staples in the cartridge deck. The third photo shows a tyvek from top view, code gst45g lot: 789c14. (Exp. Date: 2026-12- 31). Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that three gst 45mm loads were fired using an echelon 3000 stapler. One blue load and two green loads. The staple lines from the second shot of the green load did not close completely, causing fistulas along the staple line, forcing the physician to perform over-sutures. It is important to emphasize that the physician is familiar with our technologies. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2024. D4: batch#: unk. B3: event day and month unknown. Captured as 1/1/2024. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? Some yes. If yes, was the staple line complete? Not, the staple lines from the second shot of the green load did not close completely, causing fistulas along the staple line, forcing the physician to perform over-sutures. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line? Not. Was there any difficulty opening the device jaws? Not. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.